Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files and failure files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 8 injections were performed with the catheter. There was no indication of product malfunction. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury during a cryoablation procedure, while ablating the right superior pulmonary vein. Phrenic nerve palsy was confirmed by cineradiography. Three pulmonary veins were isolated before the procedure was stopped (left superior, left inferior and right superior). The right inferior pulmonary vein was not treated. The recovery from phrenic nerve palsy has not been reported.

Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury during a cryoablation procedure, while ablating the right superior pulmonary vein. Phrenic nerve palsy was confirmed by cineradiography. Three pulmonary veins were isolated before the procedure was stopped (left superior, left inferior and right superior). The right inferior pulmonary vein was not treated. Additional information received 05/12/2015 indicated that the patient was in remission as of (B)(6) 2015. An x-ray was evaluated and it was confirmed that difference between the site of the left phrenic nerve and that of the right one was disappearing, however, this was not completely disappeared yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.